Event description:
It was reported that a cartridge alarm occurred while the customer was using the pump during pumping. There was no reported impact on the customer's blood glucose level. Technical support facilitated a replacement of the pump, as the alarm reoccurred even after implementing proper loading techniques. The customer was informed that the pump was within warranty and was instructed to return the defective pump using the provided pre-paid label and return box. No further information was available regarding the backup therapy used by the customer.